Manufacturer narrative:
Customer reported that their AED will not power on. Analysis of the log files from the AED showed it was manufactured on 09/08/2017 and placed into service on (B)(6) 2018 with battery pack serial number (B)(6). On (B)(6) 2019 the AED began flashing its red asi and chirping based on the results from an automated self-test. The AED continued to flash its red asi and chirp until (B)(6) 2021 when a series of replacement battery packs were inserted. The cause of the replacement battery pack now warning was related to the user failing to address the AED's alert condition which reduced the battery pack's expected life.

Event description:
Customer reported that their AED will not power on. The maintenance activity was not reported, and the battery expires on 08/31/2026. They did not report that this event occurred during patient use.